Manufacturer narrative:
Event was reported to have occurred on "an unreported date by the end of (B)(6) 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified infusion and unspecified drug (doses, routes, durations and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.